Manufacturer narrative:
Product analysis: analysis was unable to confirm the epg was not pacing correctly. The epg passed all incoming functional tests. The output connector assembly was replaced as a preventative measure. Analysis also noted that the lower case was damaged and the display wires were pinched with compromised insulation. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was not pacing correctly. The epg was returned for service. There was no patient involvement.